Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical product: sheath: cordis brite tip 6f. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional omnilink is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified common iliac artery through a kissing balloon stent technique. Two omnilink elite 35 stent delivery systems (sds) (9.0 x 39mm and 9.0 x 59mm) were attempted to be advanced through a non-abbott 6f sheaths. However, the physician was unable to introduce them through the sheaths and consequently unable to pull them out. The sheaths and the sds were pulled out together at the same time. Due to this and the obese condition of the patient, a rupture of one side of the artery was caused. Open surgery was performed. On the other side of the artery, an angioseal vessel closure system was used so that the patient may be moved to the operating room. The patient is doing well. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual, dimensional and functional inspection were performed on the stent delivery system (sds) and the stent dislodgement was confirmed. The reported difficulty to position and remove were unable to be confirmed as the stent implant was not returned. A review of the lot and relabeled lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot and relabeled lot revealed no other similar incidents reported for the lot. Although a definite cause for the difficulty to position could not be identified, the reported difficulty to remove and stent dislodgement appears to be belated to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed MDR report, the account confirmed that the 9.0x39mm omnilink stent was not returned as it got stuck in the sheath during advancement, and consequently dislodged and remained there. The sheath was discarded. Additionally, it was confirmed that the stent did not remain in the anatomy. No additional information was provided.